Manufacturer narrative:
(B)(4). Film evaluation results are: a review of returned angio images during implant revealed that the main device was brought up the right side and positioned just below the renal arteries. The proximal neck diameter was irregular-shaped; possibly due to thrombus and/or calcification. Per the calibrated catheter the neck flow lumen diameter just below the renals measured ~20mm. The bifurcate was seen deployed proximally just below the left renal with the release of the suprarenal stents, and was deployed distally to the release of the gate which opened on the patient left side. The bifurcate proximal od measured ~19mm l-r. The ipsi limb was then seen entirely deployed into the distal sac. The contra limb was then implanted proximally into the gate overlapping to the level of the flow divider (marker¿s aligned), and placed distally into the left common iliac artery. An extension was then seen placed on the ipsi/right side, from the flow divider extending into the right common iliac artery. The reported stent graft ballooning was not observed in the films. With the injector placed above the suprarenal stents, contrast was seen along both sides of the stent grafts primarily from the left side just below the level of the gate and into the distal aaa sac, and to a lesser extent on the right side near the level of the flow divider. The ipsi/right limb and the contra/left limbs were then each seen relined with an endurant limb, placed proximally from ~1cm below the flow divider, and distally into the proximal portion of each common iliac artery. With the catheter injector at the suprarenal level as well as pulled down into the bifurcate aortic body, final angio showed likely resolution of the previously seen endoleak. Both limbs were patent and no other stent graft issues were observed. The exact type and cause of the endoleak seen during implant could not be determined from the films provided. Images during ballooning of the stent graft were not seen in the films. Although it is possible that ballooning may have led to a type iii fabric endoleak, it appears more likely that this was a type IV blush endoleak. The cause of the loss of blood pressure and observed retroperitoneal hematoma could not be determined from the films and clinical information provided.

Event description:
An endurant iis stent graft system were implanted in patient for endovascular treatment of abdominal aortic aneurysm. It was reported that during the index procedure, the stent graft was ballooned with another manufacturer's balloon. Upon completion of the digital subtraction angiogram, a type iii fabric endoleak from the left limb was observed. The patient was in hypovolemic shock and cardiac arrest. A coronary angiogram was done and it showed patent left internal mammary artery. The patient received treatment. The physician implanted a 16x20x93 limb on the right side and a 16x20x93 on the left side. Another digital subtraction angiogram was done and no extravasation was observed. However, the patient's blood pressure continued to drop. An exploratory laparotomy for bleeding was performed and the patient was diagnosed with retro-peritoneal hematoma. Absorbable hemostat and pressure were applied for the surgical ooze. The skin was sutured and stapled down, and the procedure was completed. Per the physician, the cause of the type iii fabric endoleak was due ballooning, and the endoleak resulted in the retro-peritoneal hematoma. No additional clinical sequelae were reported and the patient is fine.